Event description:
It was reported that the device had a premature depletion in about 14 months. It was also reported that during the device changeout, an xray showed that the left ventricular (lv) lead was dislodged. The device was removed and replaced. The lv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis of the returned device was inconclusive. The longevity calculation equals 38%.